Event description:
It was reported that prior to the start of a da vinci-assisted mediastinal mass resection surgical procedure that non-recoverable error 40067 occurred. Prior to calling, the customer restarted the system three times, with no change. The intuitive technical support engineer (tse) walked the caller through a hard power cycle of all of the cart, consoles, and reseating of the blue fiber cables. The system powered back on normally with no further issues. The customer placed a second call to a tse to report that a non-recoverable fault occurred during surgery. The live logs were not available. The surgeon undocked and cycled the system power. The faults cleared on system power up. The operating room staff requested that the system be checked by an intuitive field service engineer (fse). The surgeon continued with the procedure robotically. A third call was placed to a tse by the customer to report that the system faulted again. The blue fiber cable (bfc) led on the surgeon's console was red. The customer replaced the blue fiber cable running to the console. The system powered up and faulted again. The tse had them switch fiber cable ports on the back of the vision side cart (vsc). After x2 minutes, the system faulted again. It was noted that the blue fiber cable status on the back of the console was not lighting up. The tse had the customer verify that the console had power, and it did. The tse recommended a hard power cycle of the system. The site's clinical sales rep (csr) placed a call to a tse to provide an update regarding the system. The csr hard power cycled the system and replaced the bfc. Now all of the led's were blue. The site moved forward with the case, as the faults were persisting. There were no reports of patient injury. The issue was escalated to intuitive field service. Intuitive received the following additional information via follow up: the customer switched out the surgeon side console from another room and finished the case. The procedure was not converted to laparoscopic nor open.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the fiber optic cables for the backplane and patient side cart base. The power cord bracket, blue fiber cable and the axis cover. The system was tested and verified as ready for use. The affected parts involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to the fiber cables.